Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and walked the caller through a pump reset. After the reset, the pump did not display the cgm error code again.